Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per customer, the alleged sample initially generated a positive result for the sars-cov-2 target on a liat analyzer. Upon testing the same sample on a different platform a negative result was obtained for all targets. Only the negative result was released and no harm was alleged. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation.(B)(4).

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-02847. An investigation was performed to evaluate the customer issue which did not identify any product problem. Root cause was not identified due to lack of reviewable data from the customer. No issues related to the customer allegation were identified. (B)(4).